Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The assigned cause was loose connection due to the event description. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a loose connection on the heater bag. The technical service representative assisted the hp with ending therapy and removing the cassette. The hp stated they would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.